Event description:
Surgeon's primary incision was set at 2.9 in width, instead of her standard incision of 3.1. Sightpath staff made aware afterwards that during this case the surgeon observed a slight corneal burn during phaco portion of surgery after lensx. Incision was widened and sealed well without placing a suture. Incident occurred at (B)(6). Surgeon was (B)(6). MFR ref # 2028159-2014-00810. (B)(4).